Event description:
A healthcare provider (hcp) reported the patient¿s battery was dead, but had no further information about what wasn't working with the battery. No patient symptoms were reported. Relevant medical history includes chronic low back pain.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.